Event description:
The date of the event is estimated: a pt of (B)(6) (laser and vein, (B)(6)), reported that she underwent a midface procedure on (B)(6) 2006 where 2-4 contour threads were placed on each side. The pt immediately experienced severe pain in the temporal area, palpable threads and multiple skin breakouts along the path of the threads. Approx six (6) months to one (1) year post-operative, she presented back to the doctor complaining of these symptoms and also informed the surgeon that she was very dissatisfied with the outcome and inquired about having the threads removed. The surgeon informed the pt that removal of the threads would leave scar tissue and offered free filler. The pt's last visit with the surgeon was in 2007. Pt continues to take an over the counter pain reliever to manage the pain.

Manufacturer narrative:
The manufacture date and the expiration date of this product is unk. No item or lot info was available. Additional info for g5: 510 (k) #'s for contour threads: k041593 - midface lift, k042856 - brow lift. K050247 - neck lift, k050548 - bi-directional midface contour thread. Method: the device was not returned for eval. Furthermore, the product lot number is unk. Results/conclusions: the device was not returned for eval. No product eval can be performed. (B)(4).